Event description:
Chlorothiazide 0.18cc/5mcg ordered to be infused IV over 3 minutes and was programmed as such. Pump alarmed and read occlusion so lines checked. Pushed program stop, enter, deliver. No changes in programming made. Volume delivered was 0.31cc instead of 0.18cc.